Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was changing his set and during fill tubing, the tube pulled out of the clip and detached at the quick release. Infusion set was not in use at the time and the pump was connected to his body. Infusions were stored in the bedroom. There was no stress or pull on the tubing. Upon investigation of one tubing, it was found that the tubing was detached from the tubing connector due to missing glue. No further information available.